Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23170. It was reported the patient lost therapy due to two leads that had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue.